Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2018 the patient underwent a right total knee arthroplasty using simplex hv bone cement to cement all components. It is further alleged that he had to undergo a revision surgery on (B)(6) 2018 due to alleged mechanical loosening of his tibial component.